Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(4) registry reporting that the pt's pump was emergently explanted due to pump thrombosis. No other information was provided.

Manufacturer narrative:
The attached user facility report #220110000-2012-9036, was received from the (B)(4) registry. The manufacturer is attempting to acquire additional information from the hospital regrading the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.